Event description:
Bunnell jet on standby, patient suctioned, delivery failure occurred [device misuse]. Per the rt supervisor, the bedside rt did not utilize either backup with the inomax dsir [device misuse]. Oxygen saturation decreased to mid 70's for 10 to 15 minutes [oxygen saturation decreased]. Case description: this device case report was initially received on (B)(6) 2015, from a respiratory therapist (rt) in the united states who called the company's customer care and technical services (ts) regarding a device issue with inomax (B)(4). The rt mentioned that inomax (B)(4) went into delivery failure (df) and no harm to the patient was reported. The rt supervisor called the next day, (B)(6) 2015, and explained that she needed to update the device complaint to include an adverse event. She stated that the patient experienced an oxygen saturation decrease into the mid 70's for about 10 to 15 minutes when inomax (B)(4) went into df. Additional information was obtained on (B)(4) 2015 and is included in this report. Relevant medical history/co-morbidities: date of birth (B)(6), full term infant, delivery type (not specified), "bad" apgar score of 1, 2, 7 at one, five and ten minutes, intubated (nos), mechanical ventilation (bunnell jet), admitted in critical condition to the neonatal intensive care unit (nicu) with a diagnosis of severe meconium aspiration syndrome (not specified) and pulmonary hypertension, uac/uvc (interpreted as umbilical artery and vein catheter) lines. Relevant concomitant medication: not provided. On (B)(6) 2015, at an unspecified time, a full term baby boy, (B)(6), was born with a "bad" apgar score of 1 ,2,7 at one, five and ten minutes and no further information was provided. He was admitted to the nicu in critical condition with a diagnosis of severe meconium syndrome (not specified) and pulmonary hypertension. He had uac and uvc lines in place. A chest x-ray was completed prior to inomax consideration/start and results showed meconium aspiration; no further information about treatment was provided. An echocardiogram was performed prior to starting inomax and showed some septal flattening, right ventricular hypertrophy, and pulmonary hypertension. No further information was provided about the mother's or father's health or if any health issues were experienced by the mother during delivery, prenatally or intrapartum. The neonate was reported to be intubated (nos) and placed on an bunnell jet ventilator with a fio2 set at 85%, frequency at 240 hz, pip (peak inspiratory pressure) at 34 cm h2o and peep (positive end expiratory pressure) at 9 cm h2o with inomax (cylinder serial number not specified) dose set at 20 parts per million (ppm) via inomax (B)(4) due to pulmonary hypertension. Inomax was started at 14:00. Later the same day, at approximately 19:00, the neonate needed to be suctioned and the rt placed the bunnell jet ventilator on standby prior to suctioning. It was reported that during suctioning, inomax (B)(4) alarmed delivery failure (df) and the neonate experienced an oxygen saturation decrease from 96% (baseline) into the mid 70's for about 10 to 15 minutes. The fio2 on the bunnell jet ventilator was increased to 100%, and the neonate immediately improved and was doing okay; his pulse oximetry increased to 96%. The beside rt contacted technical support (ts), the df was resolved by turning the device on/off, and the neonate was placed back on inomax (B)(4) as it was functioning within specifications. On (B)(6) 2015, the rt supervisor explained, that at the time of the df on (B)(6) 2015, the bedside rt did not utilize either backup with the inomax dsir. The rt supervisor also reported that the patient's heart rate did not drop and no other adverse events occurred. Inomax (B)(4) remained in use on the neonate and was functioning as per specifications. Further patient care included a plan to attempt weaning the neonate off inomax and decreasing the bunnell jet to 55%. In the opinion of the rt supervisor, the event of oxygen saturation decrease was related to inomax and the inomax dsir. Case comment: 01-jul-2015: this is a serious, post-marketing device report a term neonate was placed on inhaled nitric oxide for "severe meconium aspiration syndrome and pulmonary hypertension". An airway suctioning, performed via interruption of the ventilation circuitry, had triggered an inomax delivery failure. Inomax was not manually delivered while trouble-shooting the delivery failure. The patient developed severe oxygen desaturation following the interrupted inomax delivery. The delivery failure alarm was resolved by rebooting the delivery system. The patient oxygenation improved soon after the resumption of oxygen delivery. No intrinsic inomax delivery device deficiency was detected or reported. The delivery device has not been returned for evaluation. The initial reporter has not provided any additional information to date. The current available information indicates that use errors, not continuing inomax delivery using the back up or the manual mechanisms while trouble-shooting the dsir delivery failure; triggering a delivery failure by breaking the ventilation circuitry during the airway suction, but not any delivery system deficiency should be considered the cause of the transient oxygen desaturation. No clinical sequelae from the oxygen desaturation were reported. The medical review may be updated accordingly should additional information become available.

Manufacturer narrative:
Device issue with inomax (B)(4). Eval summary: inomax (B)(4) was not returned to the company for device investigation on (B)(6) 2015 because, at the time of the phone call to the company's technical support, an adverse event had not been reported, the delivery failure was resolved, and inomax (B)(4) was functioning within specifications, without parts being replaced. On the following day, (B)(6) 2015, when the facility called the company back to report that an adverse event had occurred at the time of the device issue, inomax (B)(4) remained in use on the neonate and was functioning as per specifications. The facility did not return the inomax delivery device to the company as the neonate had remained stable on inomax (B)(4) set at 20 ppm.